Event description:
The dealer alleges the customer was sitting under a carport when the unit caught on fire. There were no reported injuries or property damage.

Manufacturer narrative:
Method - eval anticipated, but not yet begun. Conclusions - a f/u report will be submitted upon completion of investigation.